Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's battery charger/modem was not powering up.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause for the power-up failure was isolated to a damaged power supply connector. The connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the recessed connector pins.